Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a surgery an ophthalmic system exhibited aspiration failure during irrigation/aspiration mode, no flow and calibration failure . The surgery was completed with no patient harm.

Manufacturer narrative:
Service history was reviewed for the system. A service record relevant to the reported complaint was found. Service record (sr) was opened, to address the reported event. There was no onsite assessment, nor service test procedure performed. No other actions were taken. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative was unable to confirm nor replicate the reported event. However, the fluidics module and fluidics controller, along with the central processing unit (cpu) host, were all replaced to address the issue (as a preventive measure). However, all were returned for testing on this investigation. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The samples were received for testing on this investigation. A visual assessment of the returned samples revealed no obvious nonconformities. The returned samples were installed into a calibrated console. The system was then powered on. The reported event was not able to be replicated. Functional testing was performed, and the host, fluidics board, fluidics module, and ai module were found to be within specification. Based on the information obtained, the root cause of the reported event remains inconclusive as there was no problem found. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).